Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this implantable pacemaker experienced syncopal episode and pacing inhibition. Additionally, the right ventricular (rv) lead exhibited loss of capture. Rv output was fixed at 2.0v (volts), increased this to 5v and lead started capturing. Also, occasional undersensed atrial signals were also noted. Atrial sensitivity was reprogrammed to maximum of automatic gain control (agc) of 0.15mv (milli-volts). Ventricular output was reprogrammed to fixed 5v to ensure capture. This device remains in service and no adverse patient effects were reported.